Event description:
It was reported that during a laparoscopic appendectomy procedure on the first and second firing the device fired malformed staples which created an inadequate staple line. The surgeon stated that the device did not feel smooth when she was firing the device. The malformed staples fell into the patient but were retrieved. Cautery was used to stop the bleeding along the staple line and the case was completed. No blood transfusions were given. And there was no patient consequence.

Manufacturer narrative:
(B)(4). Interrupted//incomplete firing cycle the analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.